Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil delivery wire was seen to be kinked/bent. The main coil was found to be detached/separated from the delivery wire. The main coil was found to be kinked/bent. Functional test was not available. The reported event could not be replicated as the main coil was returned detached. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported the coil could not be detached from the delivery wire. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was moderately tortuous. There was a surgical delay of 5 minutes. During analysis the coil delivery wire and the main coil was found to be kinked/bent. The main coil was found to be separated from the delivery wire. An assignable cause of procedural factors will be assigned to as reported 'main coil failed/unable to detach' as well as analyzed 'main coil kinked/bent' and 'main coil prematurely/detached separated during use' as complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of handling damage will be assigned to as analyzed 'coil delivery wire kinked/bent' as this complaint appears to be associated with handling of the product or portion of the product during the procedure.

Event description:
The coil (subject device) was returned for analysis and it was discovered that it had prematurely detached during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.